Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an on-off keypad failure on channel 2 was confirmed by baxter service personnel. It was not indicated if the condition was duplicated. The root cause of this condition was determined to be a loose/disconnected flex cable from the sensor printed circuit board. The flex cable was reconnected to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed that previous service for this device involved replacement of the membrane switch, which is related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an on-off keypad failure on channel 2. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.